Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patients device was replaced due to premature battery depletion. It was stated the patient symptoms included pain prior to replacement. It was stated the patient required hospitalization for the replacement procedure. It was stated the patient felt "fine" after replacement.

Manufacturer narrative:
Analysis of neurostimulator model 7427v, serial # (B)(4) showed no significant anomalies and was found to be at normal battery depletion with no telemetry or output observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.